Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and post-paced t-wave oversensing. Programming changes were performed, and the lead was explanted on (B)(6) 2025. There were no patient consequences.